Event description:
Clinical trial. It was reported that post index procedure, the pt had a myocardial infarction (mi). The index procedure treated a lesion in the mid left anterior descending artery (lad). The lesion was 3.75mm wide, 14mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 2.75x16mm taxus express2 stent. Residual stenosis was 0%. The pt received unfractioned hepain and a gpiib/iiia inhibitor, during the procedure. The pt was discharged 4 days later on aspirin, plavix, a beta blocker, an ace inhibitor, and ezetimibe. On day 18, the pt presented with mild chest pain. Angiography was performed, which shoed no significant coronary lesions. There was no cardiac enzyme rise, but anterior st elevation was observed. The previous dyskinetic area in the left ventricle was reported as reduced. The pt was discharged 2 days later. In the opinion of the physician, there is a probable relationship between the mi and the taxus stent.

Manufacturer narrative:
The complainant indicated that device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.